Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aorta aneurysm. It was reported that the patient presented emergently on an unknown date with a type ia endoleak and contained ruptured aneurysm. The physician noted that remolding and neck dilatation caused the stent graft to move which resulted in the type ia endoleak and rupture. On an unknown date the patient had an intervention and the physician implanted another manufacturer's aortic cuff to treat the proximal type I endoleak and ruptured aneurysm. The patient came back for 30 days post intervention and there was still a type ia endoleak. The patient returned and had aptus endoanchors were implanted to treat the proximal type I endoleak. The endoleak did not resolve. Another manufacturer's stent was implanted and the endoleak was significantly reduced. No additional intervention is planned. It was thought that the endoleak would resolve after the heparin was reversed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: a review of two still images and two 10 second angio videos prior to implant of the aptus endoanchors and stent (palmaz) revealed that the patient has an endurant stent graft system implanted. The bifurcate was implanted approximately 4 mm below the left renal artery. The contra gate opened on the left side. The contra limb was implanted into the contra gate with 3 cm overlap, and extended into the left common iliac artery. The ipsi-lateral limb was implanted on the right side and was extended with another limb into the right common iliac artery. A gore cuff was implanted into the bifurcate and was positioned just below the left renal artery. Per the calibrated catheter, the proximal bifurcate od measured approximately 25 mm, l-r. The proximal aortic neck was mildly tortuous. Contrast injection with injector placed above the suprarenal stents showed patent renal arteries. Contrast was seen feeding the aneurysm sac from a possible proximal type I endoleak. Both limbs were patent. No other obvious stent graft issues were observed. The pre-implant films, anatomy sizing information, films that showed the proximal type I endoleak prior to the implant of the other manufacturer¿s cuff, films during the implant of the other manufacturer¿s cuff, and films post implant of the aptus endoanchors and palmaz stent were not provided. The exact cause of the possible type I endoleak leading to contained rupture could not be assessed from the two still images and two angio videos.